Manufacturer narrative:
The complaint ticket has been reviewed and determined to be the same issue as described in a previously performed investigation. This investigation confirmed that the system solutions drawer enclosure design, which includes six thru holes at the bottom, allows liquid originating in the system solutions drawer to escape. Additionally, it confirmed the gems reservoir sensor may fail to detect a full reservoir bottle of liquid, resulting in a leak. Therefore, this complaint investigation will be dispositioned as confirmed and linked to the associated risk assessment. A complaint search of reportable events and leaks on the alinity m system was completed and a review of the frequency of exposure to hazards has determined that there is no change in the frequency of hazard or the frequency of harm related to exposure of a physical hazard (slip/fall), chemical hazard or biohazard (within the predefined risk management file level).

Event description:
The customer reported that they observed liquid leaking under the system solution drawer on their alinity m system. The customer did notice a leak on the ground and the leakage was found outside the footprint of the instrument in front of the system solution drawer and near the solid waste drawer 1. The instrument had not been in use for 3 weeks. The customer did notice crystallized lysis hanging under the metallic part of the system solution drawer. A field service engineer (fse) was dispatched. The fse found that the lysis cradle tube was not properly attached. The leak was cleaned and the lysis tube was attached properly per the service manual. The customer reported that they were wearing appropriate personal protective equipment (ppe) and that there was no injury or actual exposure to the leak.

Manufacturer narrative:
Elevated complaint investigation will be initiated. This incident is being reported to FDA because the incident occurred in france using the alinity m system, list 08n53-002, which is also us FDA approved.